Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5341n42, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2016-00039 for the first report. It was reported by the interventional radiology nurse that over the last several months an increase in leaking from the gastric and or jejunal port have occurred in a variety of sizes. The most recent incident occurred on (B)(6) 2016 within one month of placement and was changed due to leaking. The transgastric jejunal tube was replaced via fluoroscopy with no adverse effects to the patient. No additional information available.